Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump would not stop alarming. No further details were provided to determine what alarm was occurring. Animas has attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2016 with the following findings: the pump data from the time of the event was overwritten due to continued use of the pump. The pump black box history showed multiple loss of prime warnings (included under report 2531779-2015-15769).

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.